Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect when stimulation was turned on. The pt reported experiencing more pain since a recent trip. Additional info received reported that the pt was reprogrammed where stimulation was recaptured without having to reach 10.5 on the amplitude. It was also reported that there were possible abnormal impedances which led to the lack of effect.